Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after switching from battery to patient module, the pump power temporarily increased from 7-8w to 12w. Log file submitted revealed that there were elevated flows well above the normal parameters which is usually caused by something building up on the rotor of the pump. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed transient elevations in pump power and correspondingly flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained approximately 20 days of data. Transient elevations in pump power and estimated flow were observed, with several captured during pulsatility index (pi) events. The pump appeared to function as intended, and operated above the low speed limit for the duration of the file. The account reported that the patient was asymptomatic. The plan of care is to instruct the patient for proper medication and handling of the device. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. Pi events cause the set speed to decrease to the low speed limit and before slowly ramping back up. This may result in power increases. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the cause of elevated power and flow was not identified and the patient remained asymptomatic. The patient was instructed on proper medication and handling of device. Nothing was replaced at this time.